Manufacturer narrative:
To date, information suggests that this attempted medical device and the chronic medical device were removed from service and to be returned to boston scientific. If new information becomes available, this report will re-evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. There was no evidence of cross-threaded setscrews. A review of the device history confirmed that the 1.1 joules commanded shocks at implant resulted in high shock impedance measurements of 98 and 81 ohms shock impedance. The following 26 joules and 41 joules shocks resulted in greater than 125 ohms measurements. The rv, lv, and atrial impedance measurements were normal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided..

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrilator (crt-d) in association with the non-bsc defibrillation lead did exhibit out-of-range shock impedance measurement in all shock vectors. During the implant testing, low energy shocks remained within normal limits. Pazce/sense measurements were also within normal limits. The physician planned to conduct high energy shock to test the device system integrity. It was noted that the lead conductors appeared intact. The physician checked all the device to lead connections by pulling the leads out and re-inserting, yet still there remained greater than 125 ohms shock impedance. The boston scientific technical services consultant asked if the pins were visible beyond the connector block but there was no confirmation of this from the local area sales representative. The physician elected to test the chronic crt-d and had the same outcomes. No adverse patient effect was associated with these clinical observations.